Event description:
When respiratory therapist went to monitor this ventilator none of the soft touch keys would work. (Including alarm reset) disconnected the pt. From the ventilator & manually bagged them with o2 while checking the ventilator. After powering down x 3 the ventilator began to operate correctly. Subsequently changed out this ventilator & immediately contacted puritan bennett for service assistance.